Manufacturer narrative:
Investigation: one used sample was returned without cannula assembly and needle cover for investigation. The sample was subjected to visual inspection. A cut was observed at the edge of the broken catheter. A review of the device history record could not be performed as a lot number was not provided for this incident. Although the customer¿s reported defect was confirmed, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while inserting a bd angiocath¿ plus, the catheter broke and remained in the patients arm. Patient was required to undergo surgery to remove the catheter tip. There is no additional information provided as to future or potential medical interventions or injuries.